Event description:
It was reported that during the use of the product, an alarm sounded while a message of "run" appearing on the display. After the customer detached the cassette from the pump, the alarm stopped. However, after he attached them together and turned on the pump, the alarm reoccurred. This event was observed with the two pumps. After he changed the cassette to another one, the system got back to working normally. The customer used a cassette with the same lot, and it was working without problem. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4)., corrected data: d1.